Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: date device returned ¿ additional d9: device returned to MFR ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Event description:
It was reported, that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).